Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges his heating pad started smoking while in his chair. There were no injuries or property damage reported with this incident.